Event description:
My son started using the clear care hydrogen peroxide triple acton cleaner. He let the contacts soak for minimum of 9 hrs. After taking out and putting in eyes, they burned his eyes. Medication administered to or used by the pt: no. Outcome: temporary harm/injury. (B)(4).